Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the batteries. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 8800 system presented a generator error and a precharge fault. There was no report of pt injury.